Event description:
It was reported a patient's implantable cardioverter-defibrillator presented with post-paced t-wave oversensing. Programming changes were made to restore normal parameters. There were no patient consequences.